Event description:
The customer reported via phone call that when he tried to deliver a bolus the numbers kept scrolling. He received a button error alarm after removing and placing the battery back in the insulin pump. The customer was wearing his insulin pump when he fell into a river. Customer's blood glucose level was 162 mg/dl. Customer was advised to discontinue use of the device and revert to a backup plan. The customer was advised that the device would be replaced and agreed to return the product for analysis.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Manufacturer narrative:
The pump was received with a button error alarm and intermittent up arrow button response due to corroded keypad traces. No unexpected numbers scrolling during testing. No moisture damage was found on the electronics, motor, battery tube or vibrator assembly. The pump was received with a cracked reservoir tube lip, minor scratches on the lcd window, and a scratched reservoir tube window.